Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough inspection was performed. A guidewire test was unsuccessful as there was dried body fluid found in the lead lumen. Electrically, the lead was found to be within specification.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed increased pacing impedance measurements greater than 2,000 ohms. Insulation damage was assumed. An x-ray was performed, confirming the lv lead to be fractured. It was thought to be a result of a clavicular crush. An invasive revision procedure was performed and the lv lead was extracted successfully. A vessel dissection occurred after multiple unsuccessful attempts with this and another lv lead, and while using a balloon catheter and an inner guiding catheter. It is unknown which product caused the dissection. The device was reprogrammed to right ventricle (rv) only and the procedure was abandoned. A revision procedure was scheduled to implant an lv lead at a later date.